Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain reported that they felt heating when recharging their implantable neurostimulator (ins). It was noted that the ins was too hot and the patient felt an ¿internal heating¿ within 20 minutes of the recharging session. They could only charge for brief periods of time as a result. The patient did not feel heating when using the stimulation. At the clinic on the day of report, the patient had to take the recharger antenna off within 5-10 minutes of charging. There was no visible redness at the site. The patient did not see the antenna temperature message/icon on the recharger screen. The patient did use the belt (ins was located above the buttock area) and leans back on the recharger antenna while charging. Eight coupling bars were easily obtained by the patient. The patient was in the (B)(6) and their (B)(6) goes across the ins pocket area. There had been no falls or trauma reported. The ins was currently at one four charge and they were concerned about the patient being able to charge the ins sufficiently to use the stimulation due to the short recharge times. It was reviewed with the patient not to lie or sit on the antenna, to place a thin garment between the antenna and skin, and not to lean back on the ins pocket when charging. Follow up received on nov. 21, 2016 from the representative reported that no interventions were taken to resolve the issue. It was reported that the cause of the ins getting hot was from irritation from clothing on the pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.